Event description:
It was reported that upon interrogation of the device an atrial lead warning appeared. The atrial lead impedance and threshold measurements were high. Oversensing was also noted. Reprogramming of the lead was performed to decrease oversensing and ensure capture until lead replacement occurs. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2006. (B)(4).